Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during ablation, the antenna's temperature at the tip was oscillating from -8 to 40 degree celcius during the ablation cycle. The temperature kept swinging until the end, until ablation was completed. There was no patient injury.